Event description:
It was reported the lens is cracked. The device was returned for repair. It was analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display lens was broken. It was also noted that the lower case was broken/contaminated, the battery drawer was broken/ contaminated, and the display was missing a pixel segment. (B)(4).